Event description:
Flexpens were jamming and not working properly [device malfunction] ([blood glucose increased]). Needle issue [needle issue]. Case description: the incident does not represent a serious public health threat. This spontaneous report, received from the (B)(6) and reported by a pharmacist as "patient hospitalized as a result of high blood sugar" and "flexpens were jamming and not working properly" and "needle issue" and concerns a (B)(6) female patient treated with levemir flexpen (long acting insulin detemir) from an unknown date and ongoing and novorapid flexpen (rapid acting insulin aspart) from and to unknown dates for type 1 diabetes mellitus and novofine 31g needle for device therapy. Suspected batch no. Was discontinued but not product as such. Patient's height: (B)(6). On an unknown date, the patient were experiencing two levemir flexpens jamming and not working properly and therefore causing the patient not to get the corrected doses. Additionally, it was reported that the blood glucose level increased to 48 mmol/l with previous faulty pens (novorapid) and the patient was admitted to hospital. The patient returned levemir flexpens and reported that after a few uses it ceased to inject any fluid out even though there should be more in the pen. The patient also had novorapid flexpens faulty (which have been disposed of) which caused her to be hospitalized as she did not realise they were not releasing correctly therefore glucose level shot up. Treatment was administered in hospital. Time interval between drug administration and start of event was not provided. The patient did not change needle before each injection and did store the device with the needle attached. The patient took 10-14 units depending on what was dictated by consultant. The patient injected in stomach and legs. The patient has had flexpens for 14 months and is still continuing to use them. No further information is available. The overall outcome is "not reported". The patient realised the pen was faulty and stopped using with novorapid flexpen. When the patient did not know the pen was faulty it resulted in hospitalization. After withdrawal of product symptoms have not worsened or improved. The event did not re-appear after product was re-introduced. The reporter believed there was a casual relationship between suspected product and the event. The patient returned levemir for evaluation.

Manufacturer narrative:
On (B)(6) 2011, upon investigation of the "novofine 31g needle" returned along with the suspected product(s) a fault was found and the product changed to suspected by novo nordisk. Analysis result: product: levemir flexpen, lot no: ah70037. Drug conclusion: cartridge/preparation: a visual examination of the received sample has been performed. Furthermore, trending on the batch has been performed. Nothing abnormal was found. Device conclusion: pen parts/mechanism: technical, visual, and functional examinations were performed. During test/investigation of the pen it has not been possible to detect any irregularities. The dose accuracy was measured by weighing. The result was within acceptable limits. Product: novofine g31, lot no: n/a. Needle conclusion: microscopical examinations performed. Needles tested for flow with measure threads. We can confirm that the two used needles was found to be blocked. A needle, which has been used for injection by the user, was blocked upon receipt of the complaint in (B)(6). Most likely this fault occurred during use of the needle. The needle is labeled as a single-use product. The needle should be mounted immediately before the injection, and be removed from the device immediately after injection. To avoid blocked needles the directions given in the instruction leaflet on change of needle should be followed. It should also be noted that when following the "air shot" procedure described in the instruction leaflet any problem with the needle will be discovered before use. Comment: company comment: the needle should be removed after injection as described in the instruction leaflet. If this is not done temperature fluctuations may cause leakage through the needle, which may produce a space between the rubber piston in the cartridge and the piston rod in the pen, or air may enter the cartridge. Furthermore, clogging of the needle may occur. Novo nordisk has recommended that the patient's doctor, diabetes education nurse or pharmacist should have shown the patient about how to use flexpen and novofine. Any deviations from the instruction manual recommended by novo nordisk may cause the damage of medical device; as a consequence this can result in the potential injury to the patient. Reporter comment: alternative aetiology: not applicable. Dose frequency & route used (continued): suspect medication #1: 10-14 iu (depending on consultant). #2: type I diabetes mellitus (type I diabetes mellitus). Evaluation summary: product: novofine g31, lot no: n/a. Needle conclusion: microscopical examinations performed. Needles tested for flow with measure threads. We can confirm that the two used needles was found to be blocked. A needle, which has been used for injection by the user, was blocked upon receipt of the complaint in (B)(6). Most likely this fault occurred during use of the needle. The needle is labeled as a single-use product. The needle should be mounted immediately before the injection, and be removed from the device immediately after injection. To avoid blocked needles the directions given in the instruction leaflet on change of needle should be followed. It should also be noted that when following the "air shot" procedure described in the instruction leaflet any problems with the needle will be discovered before use. The observed problem with the needle is due to incorrect handling during use.